Event description:
Health care professional reports transfer set with broken spike. Transfer set was five months old. Home patient's mother noticed leak prior to exchange and notiified healthcare professional. The healthcare professional changed the transfer set and reports no further treatment was provided to home patient. No patient injury or medical intervention related to this incident.